Event description:
It was reported that patient experienced vomiting, headaches, nausea, malaise, somnolence and weight loss three months after her device was implanted. The event logs were checked and there was nothing abnormal found. The hcp had planned to decrease the pump to the lowest dose and see how the patient responded. The device was explanted; date unk. The patient recovered without sequela. The medication being delivered via the device was lioresal. Additional information has been requested, a follow-up report will be sent if additional information becomes available.